Event description:
The attorney for the plaintiff reported the following info: (1) while at the hospital, plaintiff was permitted to develop a large burn/ulceration on his thigh/groin area. (2) it is believed that the burn/sore resulted from contact with the oxygen machine. (3) the hospital was negligent in the placement and monitoring of the oxygen machine. (4) the pt has since passed away unrelated to the reported incident.